Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012. The patient was reimplanted with a new device on (B)(6) 2012. Correction: the correct serial number is (B)(4); not (B)(4) as previously reported. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient reported pain over the implant site. The patient underwent a surgical procedure to reposition the internal device on (B)(6) 2011. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed (B)(4) 2013.